Event description:
Report from customer on a bravo capsule that failed to attach. The procedure went normally, they did not discover the capsule had failed to attach until they went back in with endoscope to verify. Then found it in the pt's mouth. The pt was not injured.

Manufacturer narrative:
No pt injury has occurred following this incident.